Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion was located in a calcified and highly tortuous right coronary artery. The physician advanced the 2.75x12mm taxus express2 drug eluting stent, but after several attempts could not cross the lesion due to the tortuosity of the vessel. The device was removed and it was noted that the stent was damaged. The procedure was completed with a different device. No serious injuries or complications occurred. Pt status is satisfactory.

Manufacturer narrative:
Device analysis found that the condition of the device was consistent with the complaint incident. Visual examination of the returned unit revealed distal stent damage. The stent was damaged on rows one to three from the distal end with struts raised. A visual examination also revealed tip damage. The tip was flared on one side. The balloon section was visually and microscopically examined and no issues were noted with its profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. Solidified blood was present within the entire length of the inflation lumen, therefore, indicating the device had been used in vivo. A review of the manufacturing records found that the device met material, assembly and product specifications. The most probable root cause classification is operational context due to anatomical/procedural factors encountered during procedure.